Event description:
Cuts in my mouth [mouth injury] brush head fell off [device breakage] case narrative: consumer called stating the toothbrush head fell off and caused cuts in mouth. No serious injury reported. Follow-up (product investigation results) (22-10-2025): product investigation result for the suspects oral-b toothbrush handle was received. The received handle is not functioning and charging on received state. Based on investigation results, "no manufacturing cause" and "no design issue" was identified. No serious injury was reported. Follow-up (product investigation results) (19-11-2025): product investigation result for the suspects oral-b toothbrush handle was received. The received handle is not functioning and charging on received state. Cause of failure was found to be manipulation; soldering and rework by unknown source leads to disconnection of battery with pcb and no failure found related to the "loose in mouth". Based on investigation results, "no manufacturing cause" and "no design issue" was identified. No serious injury was reported.

Manufacturer narrative:
(B)(6) 2025 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return. H3 other text : pending investigation.

Event description:
Cuts in my mouth [mouth injury] . Brush head fell off [device breakage] . Case narrative: consumer called stating the toothbrush head fell off and caused cuts in mouth. No serious injury reported. Follow-up (product investigation results) (22-10-2025): product investigation result for the suspects oral-b toothbrush handle was received. The received handle is not functioning and charging on received state. Based on investigation results, "no manufacturing cause" and "no design issue" was identified. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Cuts in my mouth [mouth injury] brush head fell off [device breakage] . Case narrative: consumer called stating the toothbrush head fell off and caused cuts in mouth. No serious injury reported.